Event description:
Reporter indicated that during generator replacement surgery for end of service, the surgeon noted that the patient's original lead was "severed at the base" of the lead pin bifurcation site. The surgeon indicated that he did not cut the lead during the generator explant procedure. Treating neurologist indicated that device diagnostic testing prior to generator replacement surgery (presumbaly 6 weeks prior ) was within normal limits, indicating proper device function at that time; however, the elective replacement indicator was yes, indicating that the generator was nearing or had reached end of service. The pt was reportedly seizure-free at that time. Investigation to date has been unable to determine the cause of the reported lead discontinuity. User error during generator explant procedure is suspected, but could not be confirmed at the time of this report.